Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was not visually observed and the machine alarmed; blood test strips tested positive. Estimated blood loss was 250 - 300cc's. Pt had no adverse effects. Sample has not been returned to the MFR.